Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to inner thighs on (B)(6) 2021 using the coolfit advantage contour applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Treatment reported as abdominoplasty + flank lipo. Physician reported via op. Report "patient has had coolsculpting to the thighs and was left with a significant amount of bulk to the medial thighs due to paradoxical adipose hyperplasia". Due to insufficient information, device info is not documented.

Manufacturer narrative:
Additional information: a6, b5, b7, e1, h3, h11. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to inner thighs on (B)(6) 2021 using the coolfit advantage contour applicators, who developed paradoxical hyperplasia (ph) after treatment. Treatment reported as abdominoplasty + flank lipo. Physician reported via op. Report "patient has had coolsculpting to the thighs ... And was left with a significant amount of bulk to the medial thighs. Due to paradoxical adipose hyperplasia". Due to insufficient information, device info is not documented. Per allergan medical safety, the patient reports discomfort, disfigurement, and emotional and financial distress related to this event. Therefore, this allegation is consistent with ph to medial thighs. The allegation of discomfort and disfigurement are likely clinical manifestations of the event of ph and therefore will be covered under the ph code. The allegation of emotional distress is likely anxiety and that will be captured as anxiety and not reportable.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to inner thighs on (B)(6) 2021 and (B)(6) 2021 using the coolfit advantage contour applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Treatment reported as abdominoplasty and flank lipo. Physician reported via op. Report "patient has had coolsculpting to the thighs ... And was left with a significant amount of bulk to the medial thighs ... Due to paradoxical adipose hyperplasia". Due to insufficient information, device info is not documented. The allegation of emotional distress is likely anxiety and that will be captured as anxiety. This event does not meet the criteria of a serious injury.

Manufacturer narrative:
Additional information: a3a, a4, b5. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.